Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device technical analysis: this device remains in service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of sense b artifact noise was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited sense b noise and has been closely followed up on latitude to monitor any potential new risk of inappropriate shock as in the past the old electrode was replaced due to inappropriate shock. It was mentioned that the detection vector has been programmed back to primary vector, and since then there is not any recorded episode. The system impedance is stable and in range and there is no saturated signals recorded. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that; this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited sense b noise and has been closely followed up on latitude to monitor any potential new risk of inappropriate shock as in the past the old electrode was replaced due to inappropriate shock. It was mentioned that the detection vector has been programmed back to primary vector, and since then there is not any recorded episode. The system impedance is stable and in range and there is no saturated signals recorded. This s-ICD remains in service. No adverse patient effects were reported.